Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was 543 mg/dl. Elevated blood glucose was addressed with a manual dose injection. The customer reverted to manual dose injection for insulin therapy. Reportedly, the customer was using cold insulin, which is considered off label insulin use per the tandem user guide.

Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.